Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a critical pump error on the insulin pump. Customer states he lives 40 km away from a nuclear central. Customer advised pump will need to be replaced blood glucose is unknown at time of reporting. Advised to refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with pump error 35 and critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor.